Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the sample was not returned, a device analysis cannot be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). This occurred during use, while the patient was performing peritoneal dialysis therapy. The patient was connected at the time of the event. The technical services representative assisted the caregiver with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.